Event description:
The customer reported that the system displayed either a black screen or a white screen causing a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video connector on the display adapter was discovered to be unplugged and was reseated. The system was then found to be operating as intended.